Event description:
It was reported that a pt underwent a hysterectomy in 2008. During the procedure, the disposable hand piece would not cut and the lights on motor drive unit began to flicker. A second disposable hand piece was used with the same result. A second motor drive unit was used to proceed with the case.

Manufacturer narrative:
Insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation and the reported symptom could not be duplicated. Using a test fixture hand piece, the unit ran for ten minutes clockwise and ten minutes counter clockwise without the blade stopping, motor light flickering, or noticing any other problems. The internal inspection revealed no loose hardware or electrical connections. A stall test and rpm test was performed per requirements. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00219. The same pt is represented in each medwatch.